Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended once the cartridge reached 20 units of insulin left in the cartridge. Customer's blood glucose level ranged from ¿high 200s mg/dl¿ to ¿low 300s¿ mg/dl. Customer declined to further troubleshoot with tandem technical support.